Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an allergic reaction. The implantable pulse generator (ipg) was explanted and the right ventricular (rv) lead was capped. The patient then received a cardiac resynchronization therapy defibrillator (crt-d) system. No further patient complications have been reported as a result of this event.